Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/12/1996 and has no repair history at zimmer surgical. Evaluation of the device observed bent tines on the comb. Also, the upper and lower gear guards were missing from the device. Prior to repair, both the test mesh and the calibration check could not be performed due to the damaged comb. Repair of this device included replacement of the comb, roller, roller gear, both side plates, upper and lower gear guards, both latching pins and the left and right hinged tops. The customer did not return a ratchet or any cutters for evaluation. This device has not been returned to zimmer surgical for maintenance or repairs since manufacture 18 years ago; therefore, lock of preventative maintenance and improper handling by the customer most likely caused the damage to the comb of the device. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a damaged comb. There was no pt harm or delay reported, and the procedure was completed with an alternate device.